Event description:
The patient has two extensions from the same lot number. It was reported that the patient ((B)(6)) lost stimulation. Diagnostic testing revealed invalid impedance measurements. In turn, the patient underwent surgical intervention to explant and replace the extensions. Stimulation was restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.